Manufacturer narrative:
Additional information was added to: b4, g6, h11. Correction to: h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. As the returned samples was in open condition, it's not possible to determine the root cause. Embecta was able to duplicate or confirm the indicated issue as missing cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Product name: bd microfine plus 32gx4mm. Catalog number: 320136. Lot number: unknown (the protective sticker was discarded) at the nursing station, the lots left in the small containers were 4226030 and 4226029, so it is highly likely that the current defective needle was from one of them. Agency: xxxxx. Date of occurrence: august 1, 2025. Needle injury: none. Other treatment: no. Returned quantity: 1. Incident history: patient: xx-year-old female, admitted to (B)(6), 5th floor 1) insulin, needles, and other supplies were arranged at the station and then transported to the patient's bedside. 2) the patient performed injection herself into her lower abdomen. At that time, the patient herself was unable to confirm the injection position, so she removed it temporarily. 3) at that time, only the needle remained at the injection site (lower abdomen). 4) the patient picked up the needle protruding from her abdomen and pulled it out herself (also confirmed by the accompanying nurse), but she failed to hold on to it and dropped the removed needle. Its location is unknown. (They changed her linen, bedding, and clothing) 5) the attending physician did not perform any examination or treatment such as x-rays because the nurse had also confirmed that the needle was removed. 6) the entire needle seems to have been pulled out of the hub, with no rear needle remaining. 7) after this event, the patient performed insulin injection again and had no problem with glycemic control (this needle used was not from lot: 4226030 and 4226029). 8) since it is highly likely that the needle was pulled out of the hub, the head of the pharmacy department (pharmacy chief xxxx) instructed them to replace the remaining total of (B)(4) boxes of lot: 4226030 and 4226029 in the hospital. Report: needed. Replacement: needed, 83 boxes not of the above lots.